Event description:
Sales rep reported that the t broke at the eyelet while knot was being tightened with the knot pusher. One piece remains in the patient. Surgeon completed the surgery with another quick t device. This was the doctor's first time using the device. A standard knot pusher was being used, not the quick-t knot manipulator. The t broke at one of the eyelets and a portion was not able to be removed from the patient. Surgeon implanted another device with the proper knot manipulator successfully. A delay was not experienced as a result.

Manufacturer narrative:
No product is being returned for evaluation; therefore, no determination could be made for the reported device failure.